Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the anesthesia tech has had a persistent problem with the glass vials of medication in his kit. When attempting to open the vial of 1% lidocaine, the entire vial crushed in his hand. It is not known if this caused a delay in treatment to the pt and there was no pt death or complications reported. Thee was no medical intervention required by the anesthesia tech.